Event description:
The patient was treated with oral antibiotics for the infection (previously reported).

Event description:
Per the clinic, the patient experienced chronic infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.